Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device would not respond to stylus pen; stylus looked new and it did not look like it was installed correctly. Power cord bay door is missing.

Event description:
It was reported that the screen of the programmer was not responding, the stylus pen was changed twice but it did not resolve. It was also requested that the back be fixed and a cover added. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.